Event description:
The customer reported the collimator will not open after system was rebooted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a collimator calibration. System operates as intended. (B)(4).